Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had full height drawer not opening cubies. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-nov-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 6 was not opening cubies. A field service engineer (fse) had found that the position sensor was faulty and had replaced it to resolve the issue. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had full height drawer not opening cubies. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.